Event description:
Treatment control panel was in unexpected mode at start-up. Treatment control station missed updating fraction court after error code 1502 and 2008 were generated. Reporter stated that this report was known to be inaccurate because he observed the channels being treated.